Event description:
During removal of PICC (peripherally inserted central catheter) line, provider experienced resistance; attempted measures to facilitate removal without success; PICC line fractured leaving 11.5 cm retained in the infant's leg; infant needed to be transferred to outside facility for a higher level of care in order to have the retained PICC line surgically removed. Product was transferred with infant to outside facility (B)(6). There is a photograph in the infant's medical record.